Manufacturer narrative:
Concomitant medical product: bis-bis-17 adaptor, implanted: (B)(6) 2020, bis-bis-40 adaptor, implanted: (B)(6) 2020, w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance and undefined bipolar impedance qualified as high, rising thresholds and intermittent threshold spikes to high values, short v-v intervals, small r-waves, noise and oversensing. It was also reported that the right atrial (ra) lead exhibited high and rising thresholds, and consistently high bipolar and unipolar impedance, and undefined impedance qualified as high. The rv lead was reprogrammed, and later capped and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.